Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support. Ten days into support, a motor current high alarm appeared and the pump stopped. Evidence of saturated flow was noted by the staff. The pump was restarted successfully, but was ultimately explanted the following day. Upon removal, the initial percloses broke. New percloses were deployed to achieve hemostasis and manual pressure was held. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of temporary pump stop, saturated flow, and access site bleeding has been completed. The pump was returned for investigation. The data log indicates that the pump stopped on the 9th day of use due to a high motor current alarm. After this, the pump was able to restart with increased purge pressure, and a saturated pump flow was observed. Several motor current spikes were noted over the next 28 hours before the pump was explanted. Upon returned pump examination, no physical abnormalities were found on the returned product. The pump was then tested in a bucket of water, where a saturated pump flow was again observed. Further investigation revealed a large purge gap, which is contributing to bearing wear due to the duration of use exceeding the intended design life of the cp pump. The cause of the temporary pump stop was bearing wear, based on data log review and returned product investigation. The cause of the saturated pump flow was bearing wear since the bearing wear create extra resistance on motor cause the inaccurate/saturated flow based on motor current. The clinical report indicates that the access site bleeding was controlled after applying a new parclose with adjustment and 20 minutes of manual pressure. The cause of the access site bleeding issue was most likely related to the procedure based on the provided clinical details. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: entering cardiac output. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ h10 instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27137.